Event description:
Customer reported a cartridge alarm 20. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer successfully loaded a new cartridge and resumed insulin therapy. Technical support resolved the issue by sending a replacement pump and provided instructions for returning the defective pump. Customer was advised on the steps for setting up the replacement and acknowledged understanding. Customer will use a backup insulin pump.